Manufacturer narrative:
Steris's eval, has dtermined the cause of the event was damage to the override switches on the table. All of the switches were broken except the "trend" switch. And, because the column shroud was also bent, we surmise that something was lying on the base, when the table was lowered. This caused the lower sections of the column shroud to jam under the override switch pcb connector. This flexed the pcb, pulling the switches apart. The "back", "tilt", "leg", and "height" switches were all stuck in actuating positions. It is worth highlighting that the base of the table is not to be used for the storage of ancillary items and that the table base is labeled against this practice and clearly states: do not use the table base for storage. If an item is left on the table base and is not removed prior to the table being articulated in an up or down motion there is a chance that the table shroud (the brushed aluminum column covers) can become jammed together.